Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: for the returned part, the exact root cause for this occurrence is unknown. Furthermore, we have also received. 1x 09.632.099 / 7604333 - locking cap, flat, one-step, 1x 09.632.099 / 7563032 - locking cap, flat, one-step, 1x 09.632.099 / 7441159 - locking cap, flat, one-step, 1x 09.632.099 / 7581666 - locking cap, flat, one-step, 1x 09.632.099 / 8766320 - rod ø 5.5mm, soft, curved, l 45mm, 1x 09.632.099 / lot unk - rod ø 5.5mm, soft, curved, l 45mm: as those parts are not responsible for the breakage of the nail, no further investigation will be done. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records (DHR) review was completed for part # 04.632.840, lot # 6429735. Manufacturing location: (B)(4), manufacturing date: jul 13, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation was completed. The received screw was broken at the neck of the screw shank. The screw also exhibit damage including heavy nicks/scratches on the screw thread. The body and rod have light nicks/scratches on the outside surface. This observed damage is all post manufacturing. Due to the damage of the received screw, neck diameter where the screw broke could not be measured. Review of the screw assembly DHR and the associated body and collet dhrs show that there was no nonconformance generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material met acceptance criteria. The complaint is confirmed for the complaint description of broken, but unconfirmed from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of implant reported as approximately 2 years prior to explant. Concomitant devices therapy date reported as approximately 2 years prior to explant. (B)(6). Postal code not available for reporting. A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported patient underwent a revision surgery of matrix construct at l5-s1 on (B)(6) 2017. Patient was initially implanted approximately two (2) years prior to explant. On unknown date it was determined the bilateral screws at s1 were broken at the neck of the screw shank. In total, two (2) rods, four (4) set screws, and the two (2) broken screws were removed. Patient was revised to the depuy expedium verse construct, including two (2) new rods and two (2) 8.0/4.5mm screws (part number 199723845). Concomitant devices reported: matrix locking cap without saddle (part 09.632.099, lot 7604333, quantity 1), matrix locking cap without saddle (part 09.632.099, lot 7563032, quantity 1), matrix locking cap without saddle (part 09.632.099, lot 7441159, quantity 1), matrix locking cap without saddle (part 09.632.099, lot 7581666, quantity 1), 5.5mm soft, curved, rod, l 45mm (part number unknown, lot 8766320, quantity 1), 5.5mm soft, curved, rod, l 45mm (part number unknown, lot number unknown, quantity 1). This report is for one (1) 8.0mm titanium matrix polyaxial screw 40mm thread this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.